Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: one crosser catheter was returned with an unknown guidewire. The guidewire was returned in two segments. A tear was identified distal to the rapid exchange junction in the outer catheter and inner guidewire lumen. Bunching of the outer catheter was noted at the distal end of the returned catheter. The returned guidewire was inserted into the catheter but could not exit the distal tip. The inner guidewire lumen was noted to be twisted. No further functional testing could be performed due to the returned sample condition. Therefore, the investigation is confirmed for torn material, twisted material, and device-device incompatibility problems. The investigation is unconfirmed for any melted material as none was identified on the returned device. The investigation is inconclusive for the alleged overheating, as the returned device could not be functionally tested. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment of the right tibal artery, the recanalization catheter allegedly over heated and melted the catheter. It was further reported that the guidewire became lodged within the recanalization catheter. The health care provider (hcp) had to remove the recanalization catheter and guidewire together as a single unit. Reportedly, angioplasty was performed and the procedure was completed. There was no reported patient injury.